Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge was leaking during a supply change, and the user received troubleshooting and education on potential causes such as overfilling and was advised not to refill cartridges to prevent contamination. Symptoms included no reported blood glucose abnormalities. Outcomes included no alerts, no alarms, and no impact on blood glucose control. Investigation included a review of user feedback and troubleshooting guidance. Investigation of this case revealed user handling factors consistent with overfilling as a plausible cause of leakage. It was concluded that the device functioned as designed and that user technique likely contributed to the event.